Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A visual inspection was performed with no issues noted. The device was unable to be powered on. The cause of the condition was determined to be a damaged central processing unit board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have a damaged central processing unit board. There was no patient involvement. No additional information is available.